Event description:
It was reported that this ICD could not be interrogated during an in-office follow-up. The patient is pacemaker dependent. The device was explanted approx. 25 months after the implantation. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ICD was received and subjected to a thorough analysis. The incoming electrical inspection confirmed that the ICD could not be interrogated. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied, and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. The therapy functionality was fully available. Subsequently the ICD was re-initialized, but interrogation was still not available. Therefore, the ICD was opened, and the inner assembly was inspected. Detailed analysis of the electronic module revealed a damaged interrogation coil of the ICD, which led to the clinical observation. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the observed symptoms. Particularly, the final acceptance test proved the ICD functions to be as specified. In conclusion, the clinical observation resulted from a damaged interrogation coil. The therapy functionality was not affected by the observed damage. The manufacturing records document a normal device production. It is therefore assumed that the damage occurred after the device shipment, however, the date of occurrence was not determinable.